Event description:
Implant fracture after surgery. It is not possible to provide implant details until explantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.